Event description:
Index bilateral total knees 2008 with unknown components, subject underwent exchange of poly on (B)(6) 2014.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.